Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of recurrent right inguinal hernia in a laparoscopic repair. The patient experienced pain, fistula, fibrosis, purulent material, adhesions, scarring, inflammation and infection. Post-operative treatment included surgical revision, purulent material drained, laparoscopic excision of infected mesh, right inguinal hernia mesh incision of right groin with exploration and drainage of soft tissue deep abscess.

Manufacturer narrative:
G1 (all manufacturers information). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of recurrent right inguinal hernia in a laparoscopic repair. The patient experienced pain, fistula, fibrosis, purulent material, adhesions, scarring, inflammation, abscess, hernia recurrence, and infection. Post-operative treatment included surgical revision, purulent material drained, laparoscopic excision of infected mesh, right inguinal hernia mesh incision of right groin with exploration and drainage of soft tissue deep abscess.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic extraperitoneal repair of recurrent right inguinal hernia (tep). He had revision surgery 7 months post surgery. The patient experienced surgical revision, pain, fistula, and infection.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of recurrent right inguinal hernia in a laparoscopic repair. The patient experienced pain, fistula, fibrosis, purulent material, adhesions, scarring, inflammation, abscess, hernia recurrence, seroma, can not lift heavy objects, not comfortable with workout equipment, anxiety, and infection. Post-operative treatment included medication, CT-scan, surgical revision, purulent material drained, laparoscopic excision of infected mesh, right inguinal hernia mesh incision of right groin with exploration and drainage of soft tissue deep abscess relevant tests/laboratory data: 25 jul 2013: per op note, CT scan showed persistent inflammatory process in deep soft tissue of right groin & retrorectus plane.

Manufacturer narrative:
Additional information: (patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of recurrent right inguinal hernia in a laparoscopic repair. The patient experienced pain, fistula, fibrosis, purulent material, adhesions, scarring, inflammation, abscess, hernia recurrence, seroma, can not lift heavy objects, not comfortable with workout equipment, anxiety, infection, chronic draining sinus through portion of wound, swelling, mesh not incorporated, and hardness in right lower abdomen. Post-operative treatment included medication, CT-scan, surgical revision, purulent material drained, partial removal of mesh, laparoscopic excision of infected mesh, right inguinal hernia mesh incision of right groin with exploration and drainage of soft tissue deep abscess.

Manufacturer narrative:
Additional information: h6 (ime, imf, device codes, ime e2402: sinus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of recurrent right inguinal hernia in a laparoscopic repair. The patient experienced surgical revision, pain, fistula, fibrosis, purulent material, adhesions, scarring, inflammation and infection. Post-operative treatment included purulent material drained, laparoscopic excision of infected mesh, right inguinal hernia mesh incision of right groin with exploration and drainage of soft tissue deep abscess